Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, loss of capture and an increase in impedance were noted on the right ventricular (rv) lead. The rv lead was explanted and a lead insulation anomaly was revealed. A new lead was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of insulation anomaly, high pacing impedance and loss of capture were not confirmed. As received, a complete lead was returned in one piece. A visual and x-ray examination revealed no lead anomalies with the exception of procedural damage. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts.